Manufacturer narrative:
Philips service reloaded the x-ray pc software and scheduled a follow-up. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that dsa was intermittently nonfunctional, and the issue repeated on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.